Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test and verify no delivery alarm due to motor error alarm. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error which was followed by motor error during bolus delivery. The customer's blood glucose was 500 mg/dl, which was treated with manual injection. The customer stated that their blood glucose was decreasing. The customer does not use the sensor feature. They were unable to rewind the device. The discontinuation of the device was advised. Nothing further was reported.